Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01311 pertains to the other device. It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted as therapy for left hydronephrosis on (B)(6), 2011. The stent was not monitored while indwelling, and was scheduled to be removed in (B)(6) 2012. On (B)(6), 2012, the patient returned to the hospital with severe and unusual pain lower back pain. The stent was removed and found to be fully occluded. Another stent was placed, and the procedure was completed with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01311 pertains to the other device. It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted as therapy for left hydronephrosis on (B)(6), 2011. The stent was not monitored while indwelling, and was scheduled to be removed in (B)(6) 2012. On (B)(6), 2012, the patient returned to the hospital with severe and unusual pain lower back pain. The stent was removed and found to be fully occluded. Another stent was placed, and the procedure was completed with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'good.'

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Manufacturer narrative:
Analysis of the returned stent revealed that it was a polaris ultra no shaft holes ureteral stent, upn (B)(4), and not upn (B)(4) as had been reported. The pigtail on the bladder end of the device was detached and not returned for analysis. A 0.038' guidewire was passed through the stent without resistance; it is possible that procedural or clinical factors may have contributed to the stent occlusion felt by the customer.